Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2010; 4076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was experiencing abdominal stimulation. Additional information was received stating that the left ventricular (lv) lead was causing the stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.